Event description:
The hospital reported that midway through an endoscopic vein harvesting procedure, the vh-3200 bisector was sticking so much that it was very difficult to extend or retract the bisector through the cannula (stiction). The harvester removed the device and applied a saline soaked sponge to the bisector; however, when the device was back in the patient's leg, it still was sticking. The same unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the inspection found that the bisector did encounter some resistance while it was passing through the main seal in the handle of the device; however, the degree of sticking was not abnormal. Most devices experience some resistance in this area of the handle sine the seal opening is slightly smaller than the overall diameter of the bisector mechanism. The seal opening is sized to maintain a tight seal around the shaft of the bisector. Once through the main seal, there was little or no resistance in the cannula section of the device. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.